Manufacturer narrative:
The following fields were updated due to additional information: the information for the additional 510k is as follows: g.4. PMA/510(k)#: k982541. Investigation summary : bd received one photo for investigation. The customer-provided image shows a device with the sleeve not properly covering the np cannula, resulting in blood leakage in the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function.bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred when switching tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred when switching tubes. No adverse impact was reported regarding the patient or user.